Event description:
It was reported metal shavings from jamshidi. Verbatim: rcc received a complaint via email. Defect description: metal shavings from jamshidi. Response received : august 5, 2024. 1. Kindly provide the material number and batch/lot number of the product. 500357 / unknown lot. 2. Kindly provide the date of event. (B)(6) 2024. 3. Can you share any physical sample if available for investigation? If yes, please provide the address of the facility for us to ship the return label? No physical sample available. 4. Could you please provide a further description of the issue? Component flaked metal pieces off onto the bone biopsy sample. 5. When was this defect observed? During or before use? During. 6. If possible, could you please provide picture samples for investigation? Customer response received please find the below file. 1. What was the impact to the patient? No complication stated. 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No. 3. Was this issue reported earlier to bd? If yes, please provide complaint reference number. There was an earlier complaint reported in may (B)(4) however, this is a separate incident with its own MDR reference number.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: one photo sample was received by our quality team for investigation. Upon visual inspection of the photo, we are unable to definitively confirm the source of the reported shaving; therefore, the reported failure mode was not confirmed. A device history record could not be evaluated as the lot number is unknown. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a0401. Patient problem code: f26.

Event description:
It was reported metal shavings from jamshidi. Verbatim: rcc received a complaint via email. Email(s) attached. Defect description: metal shavings from jamshidi. Response received : august 5, 2024. 1. Kindly provide the material number and batch/lot number of the product. 500357 / unknown lot 2. Kindly provide the date of event. 5/16/2024 3. Can you share any physical sample if available for investigation? If yes, please provide the address of the facility for us to ship the return label? No physical sample available 4. Could you please provide a further description of the issue? Component flaked metal pieces off onto the bone biopsy sample 5. When was this defect observed? During or before use? During 6. If possible, could you please provide picture samples for investigation? Customer response received please find the below file. 1. What was the impact to the patient? No complication stated. 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No. 3. Was this issue reported earlier to bd? If yes, please provide complaint reference number. There was an earlier complaint reported in may (200615080/ pr (B)(4)) however, this is a separate incident with its own MDR reference number.